Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this left ventricular (lv) lead was explanted fully as the surgeon cut the lv lead during an open heart surgery. There was no lv lead replacement and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the date of event field (b3) in section b, adverse event/product prob; initial reporter fields (e1) in section e, initial reporter and bsc aware date field (g3) in section g, all manufacturers. This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this left ventricular (lv) lead was explanted fully as the surgeon cut the lv lead during an open heart surgery. There was no lv lead replacement and will not be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted fully as the surgeon cut the lv lead during an open heart surgery. There was no lv lead replacement and will not be returned for analysis. No additional adverse patient effects were reported.